Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. The detached limb will be retained by the user facility risk management department. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that the pt presented approx two years post filter implant with chest pain, and pericardial effusion and a pericardiocentesis was performed. CT imaging demonstrated that an ivc filter limb was present within the right ventricle and another filter limb in the left lung. A sternotomy was performed and the limb was surgically removed from the right ventricle. No attempts were made to retrieve the filter or the limb in the left lung. The filter remains implanted. The pt is currently stable.